Manufacturer narrative:
Additional devices listed in this report: cat 626-00-48e modular dual mobility insert lot code 43386901. Cat 06-2805 c-taper cocr lfit head28mm/+5 lot code mlnmev. Cat 509-02-62g tritanium revision acetabular lot code mmjhvd. Cat 6054-0812 primary securefit plus lot code t30k140. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review by a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's left hip was revised due to infection. An antibiotic spacer was implanted.

Event description:
The patient's left hip was revised due to infection. An antibiotic spacer was implanted.